Event description:
A physician reported that the cutting performance of the cutter was poor during surgery. The procedure type was unknown. The surgery was completed on the same day after being replaced with new product. There was a patient contact but no impact on the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 CFR 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (b)(4).